Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. H6 code of 4581 was chosen to capture the event of unknown post procedural complication. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that following the peg-j placement, the patient experienced unspecified ¿complications¿ and a possible admission to the ICU. It was not clear if the patient remained hospitalized post tubing placement or admitted to the ICU. The reported event of ¿complications¿ was not specified. Multiple queries were sent to obtain additional information were unsuccessful. However, abbvie has conservatively chosen to report this event.